Event description:
The consumer reported that the patient's implantable neurostimulator (ins) was moved last wednesday ((B)(6) 2016) because when the healthcare professional had first implanted the current ins, the healthcare professional placed the current ins in the same pocket the previous ins was in. The patient further stated that there was some scar tissue and the ins had moved too close to her spine, so the healthcare professional moved the ins to her buttocks. There were no reported patient symptoms. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.